Event description:
It was reported that during a lap prostatectomy, two malformed clips were deployed at the same time, came out at the same time. Procedure was completed with same like device. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.